Event description:
It was reported that, "dr. [] trialed a size 10, he asked for 50 length, 22 width and 8 degrees of lordosis. A size 10 was loaded correctly, the surgeon then proceeded to impact inserter. While doing so it appeared he angle was off. His hand superior thus making implant go inferior. As impaction occurred implant broke at point where inserter interfaces with implant. The implant was then removed along with broken pieces. Another 10mm cage was loaded and angle was readjusted. Implant reached desired location as verified through fluoroscopy"

Event description:
It was reported that, "dr (B)(6) trialed a size 10, he asked for 50 length, 22 width and 8 degrees of lordosis. A size 10 was loaded correctly, the surgeon then proceeded to impact inserter. While doing so it appeared he angle was off. His hand superior thus making implant go inferior. As impaction occurred implant broke at point where inserter interfaces with implant. The implant was then removed along with broken pieces. Another 10mm cage was loaded and angle was readjusted. Implant reached desired location as verified through fluoroscopy"

Manufacturer narrative:
Method: visual inspection, manufacturing record review, labeling review: 1 avs aria cage was reported damaged while impacting it during surgery. The device was returned for inspection and the event was confirmed. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No indication of material or manufacturing defect could be found. There was no delay in surgery and no adverse event was reported. The issue is believed to be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter. Excessive hammering as well as inappropriate trialing could also have contributed to the failure. The aria surgical technique recommends to "gently and progressively insert the avs aria implant into the prepared disc space by applying controlled and light hammering on the implant inserter handle". Conclusion: the complaint is considered indeterminate from a manufacturing perspective. No product fault could be detected. As the issue is believed to be the result of the user applying cantilever forces to the implant inserter during insertion and/or the implant not being correctly loaded to the implant inserter, the reported event is likely to be user related and user error contributed to this event.